Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that several non-sustained right ventricular over-sensing (nsrvo) alerts were received due to post paced t-wave over-sensing (pptwos) episodes noted on the implantable cardioverter defibrillator (ICD). The patient was asymptomatic. No changes were implemented and there were no consequences to the patient.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was in stable condition post intervention.